Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 display head assembly. The sample was returned in a brown cardboard box with protective packaging. Visual inspection of the display was performed, and no abnormality was noted. The attached log files were reviewed. No system error 7 alarm was noted at the time of the reported events. The display was installed onto a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen. The system had a normal response to the hard keys. Pumping was initiated. Each hard key was pressed multiple times (wait for more than 30 seconds on each press); and the pump properly issued a system error 7 alarm. All the waveforms and icons displayed correctly. A high priority alarm was purposely generated, and the pump had a proper response by freezing the display which was able to be unfrozen using the touch screen. The pump was left to run for over 1 hour with no issues or alarms. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of system error 7 alarm is not confirmed. The returned display passed visual and functional test specifications. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
This complaint has been opened due the sample received. Error logs were sent in and read by engineering, error at time of failure was system error 7. It is unknown which incident this error occured. Please see associated MDR# 3010532612-2024-00792 and MDR#:3010532612-2024-00789.

Manufacturer narrative:
(B)(4).

Event description:
This complaint has been opened due the sample received. Error logs were sent in and read by engineering, error at time of failure was system error 7. It is unknown which incident this error occured. Please see associated MDR#: 3010532612-2024-00792 and MDR#:3010532612-2024-00789.